Event description:
Discordant, falsely low creatinine (crea) results were obtained on nine patient samples on a dimension vista 1500 instrument. The discordant result of patient (B)(6) was reported to the physician(s). All other patient results were held by the laboratory information system (lis). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse proactively replaced sample probe 2 due to erosion on the surface. A system check was performed and resulted as expected. The cause of the discordant, falsely low crea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.